Event description:
It was reported that during a da vinci low anterior resection procedure, the knife blade from the endowrist one vessel sealer instrument would not retract back. There were no missing or fallen pieces reported. According to the initial reporter of this complaint, a blade exposed warning message appeared. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint of an exposed blade. The instrument blade was found to be dislodged. The instrument was put on a system and failed a self-check test. An additional observation not reported by the site was that the instrument snake wrist cable was found to be broken at the distal end of the instrument. Broken strands stuck out at the wrist. The snake wrist did not exhibit any indentations or burrs at holes 6 and 7, which both broken cables rout through. An additional observation not reported by site was that the instrument grips tips had scratch marks /abrasions. Failure analysis concluded that scratch marks/ abrasion damage may be due to mishandling/misuse. An additional observation not reported by site was that the instrument main tube had scratch marks/abrasions. The distal end of the main tube had deep scratches. No other damages were found on the instrument. An additional observation not reported by the site was a red unidentified material or substance on the surface of the bearing located between the knife bracket and clamping gears. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Isi reviewed the system logs with a procedure date of (B)(4) 2014 and it was noted that the instrument was used for 48 minutes and had 55 incomplete cuts and one blade exposed error. The customer reported complaint does not itself constitute a MDR reportable event; however the reported issue found during failure analysis of damage to the grips, snakewrist cable and main tube, if to recur could cause or contribute to an adverse event.